Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that he has running nose; and suspected that this incident is associated with the usage of the device. The device was replaced by a new CPAP device on 21 jun 2023. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is very noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in relation to a remstar auto a-flex unit. The patient alleged that he has running nose; and suspected that this incident is associated with the usage of the device. The device was replaced by a new CPAP device on 21 jun 2023. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device was very noisy during operation. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.